Manufacturer narrative:
No patient present in this concern. Per RMA a battery, ups and computer were swapped and parts returned. The voltage selectable switch was set to 230 and the ups would not power up. With the rocker switch in the off position, the switch was reset to 115. The rocker switch was turned back on the and ups returned to normal function. The measured voltage for the battery was 14.6. When connected to known good ups for several hours, the battery would not recharge. The ups test indicated a "bad battery".

Event description:
Surgeon reported system not powering on and could not be rebooted several times in a row. It was later discovered that the problem was related to delivery of power to the system. This event did not occur during surgery and patient was not present.